Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink in the involved angio-seal device. Immediately after opening the angio-seal device, the tech noticed a crease / kink in the sheath just proximal to where the compaction tube sits inside the sheath. The sheath was not used on a patient. A second device was pulled and there were no problems with the deployment or kinks in the sheath. There was no impact to the patient. The procedure outcome was reported to be successful with the second angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angioseal vip device was returned for evaluation. The device was received in a partially opened polyfoil pouch. No other accessory components were returned with the carrier tube assembly. The returned carrier tube assembly and polyfoil pouch were subjected to visual analysis. No blood-like substance was visible on the returned device. There was a noted bend in the carrier tube assembly. Upon closer inspection, there was an indentation in the carrier tube assembly at the proximal end of the tamping tube causing a bend. Additionally, the anchor was exposed and the bypass tube was found proximal to the anchor on the carrier tube assembly. Based on the returned device, the complaint could be confirmed for a bend in the carrier tube assembly. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the bend is due to off center forces.